Event description:
According to the reporter, during a sleeve gastrectomy, when stapling the stomach, there were only two rows of staples that came into place. There was tissue damage, and there was bleeding. The staples from the third row did not close and had a seromuscular wound. The surgeon reinforces the gastric pouch with a suture. Surgical time was extended by more than 30 minutes. Hospitalization was extended by two days. Ten days after the initial surgery, the patient developed bruises and had a surgical intervention. There was a 500 cc blood loss post-operatively, but a blood transfusion was not needed. The hospitalization was extended again by eight more days.

Manufacturer narrative:
Additional information: d9, b5, g3, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired with the interlock engaged. Functional testing found that reload was loaded into a representative instrument. The interlock was overridden, the reload was cycled without hesitation or binding, and it was applied to test media. The reload interlock was tested and found to function properly. It was reported that the staple line was incomplete. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: knife damaged. Visual examination found that the reload had damage to the cutting edge of the knife blade. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a sleeve gastrectomy, when stapling the stomach, there were only two rows of staples that came into place. There was tissue damage, and there was bleeding. The staples from the third row did not close and had a seromuscular wound. The surgeon reinforces the gastric pouch with a suture. There was a 500 cc blood loss post-operatively, and the patient developed a bruise. A blood transfusion was not needed. Surgical time was extended by more than 30 minutes. The hospitalization was extended because of the bruise and to have another surgical intervention.